Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. A pericardiocentesis was performed in order to aspirate the fluid. The rv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.